Event description:
Event description guidant received information that 7 months post implant, this implantable cardioverter defibrillator (ICD) had a battery voltage of 3.08 and no therapy has been delivered except for defibrillation testing at implant.